Event description:
An elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The elevated result was reported to the physician(s), who admitted the patient to the hospital and administered intravenous heparin. The physician then questioned the elevated result and the laboratory reran the sample on an alternate dimension rxl max instrument, which resulted lower. The rerun result was reported to the physician(s). The laboratory then performed a look-back of patient samples tested for troponin on the dimension rxl max with hm instrument and reran the samples on an alternate instrument and one discordant, falsely elevated troponin result was discovered. It is unknown if the corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, the ccc specialist discovered that the recovery of the level 1 quality control (qc) for troponin had been shifting up and down. The shifts in qc recovery coincided with calibrations that were performed on the system. The customer has not had additional discordant results, and will work with a ccc specialist if additional discordant results are obtained. The cause of the falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.